Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported of a faulty reservoir and high blood glucose readings. The customer stated that there were air bubbles in the reservoir. The air bubbles were the size of 1 cm. The customer stated that the air bubbles occurred after 12 hours. The customer stated that the insulin was not stored at room temperature. The customer stated that there was no rewind in place. The customer was advised to review the relevant infusion set and pump.